Event description:
Device malfunction: resistance. Symptoms/ae: stroke. Time of ae: after the procedure. It was reported that during a left internal carotid artery, there was some difficulty crossing the 99% stenosed lesion with the rx accunet embolic protection device. Additionally, at some point during the procedure, the pt reported left eye pain. Post-procedure, the pt experienced a headache which was treated with pain medication and developed loss of peripheral vision in right eye, some associated visual disturbances and some difficulty reading written words as well as right-sided numbness and neglect, later diagnosed as a stroke. A CT scan was negative on the day of the procedure; however, one day post-procedure, the CT scan showed a left posterior infarct. The condition is listed as continuing unchanged. Although requested, there was no additional info provided.

Manufacturer narrative:
Eval summary: difficulty crossing a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, device placement technique, and accessory device support. The instructions for use recommend a variety of techniques that can be used to assist passage of the delivery system through the lesion such as: rotate the pt neck from side-to-side, predilate the lesion, and if desired, insert a "buddy wire" to straighten the carotid vasculature to aid advancement of the delivery system. Based on available info, conclusive root cause could not be determined, however, the heavy calcification and 99% stenosed lesion could have contributed to the event. Stroke, headache and pain are known potential adverse events associated with the use of the device as listed in the rx accunet instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.